Event description:
According to the reporter: when the surgeon performed the first tensile the clip was broken. There was patient involvement but there was not patient harm.

Manufacturer narrative:
(B)(4).